Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 82 mg/dl. The customer's expected fasting blood glucose test result range is 122 - 168 mg/dl. Nurse initially stated customer had performed a blood test and obtained a result of 28 mg/dl. Upon review of the meter memory, result of 28 mg/dl was not confirmed but a result of 82 mg/dl was - the customer had read the results upside down. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is at time of call is forty-five days. The meter memory was reviewed for previous test result history: (B)(6). Customer is not concern with the high results in the meters memory.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose test results. Nurse is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 82 mg/dl. The customer's expected fasting blood glucose test result range is 122 - 168 mg/dl. Nurse initially stated customer had performed a blood test and obtained a result of 28 mg/dl. Upon review of the meter memory, result of 28 mg/dl was not confirmed but a result of 82 mg/dl was - the customer had read the results upside down. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/31/2018 and open vial date is at time of call is forty-five days. The meter memory was reviewed for previous test result history: (B)(6). Customer is not concern with the high results in the meters memory.